Event description:
While drilling for a threaded peg in the last hole of the head of the s3 plate, the step drill bit broke off at the shoulder, leaving the tip of the drill bit buried in the humeral head. It was determined that the fragment couldn't be retrieved without further extending surgery and/or causing further damage to the humerus. A shorter standard peg was used in the hole so as not to touch the drill fragment. This caused a 10-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.